Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The biomedical engineer bme identified during preventive maintenance there was a led key indicator is not working. The bme confirmed the reported failure. The bme replaced the overlay. The preexisting fault has gone away. The unit has returned to service mode. The unit was not in use.